Event description:
Caller reported that a malfunction occurred on pump, with malfunction code malf 5 and fault ID 0x2147, which was not resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer will use a backup insulin pump to ensure continuous insulin delivery.